Manufacturer narrative:
(B)(4). The device was serviced on-site. During a review of the alarm log, an f-38 alarm was identified. This malfunction was determined to be the cause of the "locked" condition. This alarm identifies that a force sensing resistor (fsr) is damaged. The fsr was replaced in order to fix the reported condition. The pump passed all tests and was returned to the customer in working order.

Event description:
It was reported that a flogard infusion pump was "locked". It is unknown during which process step this malfunction was identified. However, there was no patient involvement. Additional information was requested and is not available. During subsequent servicing, it was determined that the "locked" condition was an f-38 alarm.